Event description:
It was reported that the user¿s blood glucose rose to approximately 226 mg/dl after dinner while using the ilet, despite making a usual meal announcement, and the user requested and completed a supply change and blood glucose continue to trend down. The device problem and component involvement could not be characterized due to insufficient information. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and both the device problem and the involved component could not be determined due to insufficient information. Symptoms included shaking/tremors associated with hyperglycemia reported. Outcomes included insufficient information regarding impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.